Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, (lot: 0012570969); product type: 0195-heart valves; product ID evolutfx-29, (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, access was first obtained at the femoral artery. When an attempt was later made to perform a puncture at the radial artery, pulseless electrical activity (pea) was observed. Cardiac massage was performed and adrenaline was administered, leading to resumption of the heartbeat. Percutaneous cardiopulmonary support (pcps) was initiated. Pcps remained in place during valve placement. Following valve placement, pcps was removed and the patient's hemodynamics stabilized. Surgical hemostasis was performed for the pcps insertion and blood transfusion site as the pcps was withdrawn.

Event description:
Additional information was received that during the implant, the initial diameter of the access vessel was 4.4 millimeter (mm) x 6.7 mm. Per the physician, due to the large diameter of the percutaneous cardiopulmonary support (pcps) surgical hemostasis after removal of the pcps was common and no vascular injury occurred. No pacemaker was implanted for the pulseless electrical activity (pea).

Manufacturer narrative:
Updated data: b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.